Event description:
Customer reportedly received the following results on the aviva system: within 10 minutes: 227 mg/dl and 87 mg/dl and within 10 minutes: 166 mg/dl and 70 mg/dl no adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.